Manufacturer narrative:
Eval summary: the breakage might have been caused due to application of high bending or impacting forces during its use. Repeated use during its time in the field could have contributed to its failure, however the exact cause cannot be determined with certainty. Eval: as returned that instrument shows signs of wear including tool marks and scratches. The part visually appears to have been used in a prying or pounding mode. The hardness and dimensional analysis found the instrument to be within specs. The DHR has been reviewed and found to be conforming.

Event description:
It is reported that a prong on the retractor fractured off during use.